Manufacturer narrative:
Patient ID, dob & weight not available for reporting.: unknown when device actually malfunctioned. (B)(4). Original implant date was in 2015. Device is not expected to be returned for manufacturer review/investigation. Concomitant device: therapy date: (B)(6) 2017. 1x 04.037.453s / h039585 (tfna fem nail ø14 le 130° l320 timo15). 1x 04.005.530s / l085067 (lockscr ø5 l40 f/nails tan light green). 1x 04.038.000s / 9839232 (tfna end cap extens. 0 tan). 1x 04.005.528s / l057191 (lockscr ø5 l38 f/nails tan light green). 1x 04.005.526s / l010602 (lockscr ø5 l36 f/nails tan light green). Device history records review was conducted. The report indicates that the: DHR review for part # 04.038.290s lot # h158063. Release to warehouse date: 12 september 2016. Expiration date: 01 august 2026. Manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported devices were used in the surgery on the femur on (B)(6) 2017. It was found on (B)(6) 2017 that the blade was about to cut out, so that the revision surgery would be needed. As sliding was tolerated, after the blade was tightened by a torque limitation, it was put back at the 45-degree angle. The revision surgery (autogenous bone graft, artificial bone graft, or replacement with a shorter blade) is scheduled on (B)(6) 2017. This complaint involves 1 part. Concomitant device: 1x 04.037.453s / h039585 (tfna fem nail ø14 le 130° l320 timo15). 1x 04.005.530s / l085067 (lockscr ø5 l40 f/nails tan light green). 1x 04.038.000s / 9839232 (tfna end cap extens. 0 tan). 1x 04.005.528s / l057191 (lockscr ø5 l38 f/nails tan light green). 1x 04.005.526s / l010602 (lockscr ø5 l36 f/nails tan light green). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The review of x-rays did confirm that the blade did migrate like reported. This complaint is confirmed. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.